Event description:
The user facility reported that during a total laparoscopic hysterectomy, two vessels were observed to be bleeding on the vaginal cuff. Multiple attempts were made to grab behind the vessels to get adequate amounts of tissue in the clamps, but the cautery would not work. The physician changed out the device and the intended procedure was completed. No pt injury was reported.

Manufacturer narrative:
The device referenced in this report was discarded by the user facility and will not be returned to olympus for eval. If additional info is received at a later time this report will be supplemented.